Manufacturer narrative:
(B)(4). Evaluation results: one used set was received with cap on dark blue connector and no cap on patient connector in reference to the reported connection issue. The set was functionally hand tightened to a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection, it was noted that the silicone bushing and tubing was assembled to the patient connector according to the specification. The complaint could neither be confirmed nor duplicated in the lab. A root cause for the complaint could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample has been requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up will be sent.

Event description:
A customer reported to baxter (B)(4) that excess fluid was detected from the transfer set because the tubing inside the twist clamp detached. The patient attached the tubing after disinfection and went to the dialysis center where she received a new transfer set and prophylactic antibiotic treatment. The set had been used on the patient for 2 weeks.